Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device because the device was not returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause was unknown; however, the following was supposed to be the cause. The forceps elevator wire was likely to be broken due to fatigue by repeated manipulating. Non-compatible therapeutic accessories were used with the device and the forceps raiser was operated with excessive force. Insertion and/or removal of therapeutic accessories performed with excessive force could contribute to the event as well. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
When the user was reprocessing the subject device, the user found the forceps elevator wire of the device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.